Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported that the insulin flow blocked alarm and high blood glucose have been occurring for almost a week. Customer's blood glucose level was 8.2 mmol/l. Customer advised they have been using manual injections and have removed the battery from the insulin pump. Troubleshooting for the insulin flow block was performed. Customer was able to replace the battery, replace the reservoir, fill the tubing and priming was successful. Customer did not want to troubleshoot for high blood glucose levels. Customer is overweight and that may be contributing to not properly receiving insulin. Customer was advised to monitor the device and call back if issues continue.